Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the charger or programmer. As such, the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted and replaced. Effective stimulation was restored post-operatively.

Event description:
Follow-up identified the patient's ipg became unresponsive due to lack of charging the ipg as recommended.